Event description:
An anatomic radial head and stem were implanted into the elbow of a (B)(6) year old female. Three months after the surgery, x-ray showed that the bone around the implant was alleged to be dissolved and absorbed. There was no infection in the area.

Manufacturer narrative:
Additional MDR associated with this event: 3025141-2013-00122 head.